Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false positive results. The following information was provided by the initial reporter: false positive occurrence.

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported false positives. No patient impact was reported. An fse went on site and replaced a failing detector board. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. No samples or parts were expected to be returned for this complaint because it was reported that the failing detector board was discarded after the service was performed and thus, a returned sample analysis is not required. The root cause of this complaint could not be determined, however, because the failing detector board replacement cleared the instrument for use, the complaint is confirmed. Review of the device history record for instrument s/n mg2878 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and one related pr, 8192837, which was canceled since it documented this same event. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
The following fields were updated from the initial MDR: b.5. It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false positive results. The following information was provided by the initial reporter: false positive occurrence. 1. What type of samples were affected (patient, qc, proficiency)? C drawer k, l row (patient). Not reported to doctors. 2. Was the instrument failure clearly distinguishable to the user that there was a false positive? Yes. This is not a reportable event. MFR# 1119779-2023-00651 should be considered corrected to not reportable.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false positive results. The following information was provided by the initial reporter: false positive occurrence. 1. What type of samples were affected (patient, qc, proficiency)? C drawer k, l row (patient). Not reported to doctors. 2. Was the instrument failure clearly distinguishable to the user that there was a false positive? Yes.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was false positive results. The following information was provided by the initial reporter: false positive occurrence.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.